Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75mm x 20mm target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.75 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, it was noticed that the distal end of the stent was scratched with the lesion and the distal end of the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent is moved distally on balloon and bunched. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75mmx20mm target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.75x20mm synergy ii drug-eluting stent was advanced for treatment. However, it was noticed that the distal end of the stent was scratched with the lesion and the distal end of the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.